Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys tsh assay and the elecsys ft4 iii assay on a cobas 8000 e 801 module. The incorrect values were reported outside of the laboratory. The values from the e 801 analyzer did not match the clinical picture of the patient. Values measured on an abbott architect analyzer matched the patient's clinical picture. This medwatch will apply to the ft4 assay. Please refer to the medwatch with a1. Patient identifier (B)(4) for information related to the tsh assay. The sample resulted with a tsh value of 8.56 miu/l (reference range = 0.25 - 5 miu/l) when tested on the e 801 analyzer. The sample was repeated on an abbott architect analyzer, resulting with a tsh value of 6.3 mu/l (reference range = 0.35 - 4.94 mu/l). The sample resulted with ft4 values of 2.31 ng/dl and 2.32 ng/dl (reference range = 0.93 - 1.70 ng/dl) when tested on the e 801 analyzer. The sample was repeated on an abbott architect analyzer, resulting with a ft4 value of 1.33 ng/dl (reference range = 0.70 - 1.48 ng/dl). The e 801 analyzer serial number is (B)(4).

Manufacturer narrative:
The customer returned samples for investigation. The customer results were reproduced and the investigation did not identify an interfering factor. Based on the measured values no reagent issue could be observed. The differences of the ft4 values, generated with the different methods are caused by differences of the setups of the assays, the antibodies used and differences of the standardization materials and procedures used. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. The investigation did not identify a product problem.